Manufacturer narrative:
Product evaluation: confirmed failure, unable to change settings from touch screen, replaced top cover -tightened key switch from turning-recalibrated power checked alignment and overall system check. Probable root cause: based on the field service report results the root cause was determined to be the top cover.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2014. The top cover that was replaced was returned to ams on july 29, 2014.

Event description:
Information as it was reported to ams indicates that the customer experienced "during procedure the system went into standby and wouldn¿t come off of the standby mode" the issue was detected during a procedure. The procedure was completed with an alternate procedure. Patient outcome: "ok."